Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly on multiple occasions. Customer had elevated blood glucose (bg) levels over 240 mg/dl. Customer addressed bg levels by delivering boluses. It was confirmed that the customer will use an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.